Event description:
The patient presented with a recently thrombosed vascular access. Physician attempted to treat the graft using resolution system. The wire was run for approximately one minute and withdrawn from the body. Contrast angiography was used to assess the graft. Some residual clot was noted and the device was then reinserted and used. During the draw back of the device, it ws noticed that the tip was not moving with the handpiece. The device was removed from the patient and inspected. It was determined that an approximately 5cm portion of the wire was left in the patient. The physician attempted to remove it but could not. The patient was referred to regional medical center interventional radiology department where the wire portion was removed using a 15mm microvena gooseneck snare. The patient was discharged with no complications.